Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer's widow reported that the customer has passed away due to diabetic complications. The customer's widow stated that she found her husband deceased and that he was wearing the insulin pump at the time of death. The customer's widow stated that she did not think the insulin pump was working properly. Nothing further was reported.